Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Subsequently, it was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 330mg/dl to 487 mg/dl with moderate ketones. Bg was treated with intravenous saline. Reportedly, customer left the ER two and a half hours later with customer in stable condition (bg 250 mg/dl).